Event description:
A user facility reported that their patient sustained a blister at the treatment site following the use of the alma harmony system. Alma lasers inc. Conducted an investigation which determined that a burn had occurred and was likely due to excessive energy. The investigation found that the burn, which was reported by the user facility as a blister, would likely result in a permanent scar. Therefore, we are reporting this in good faith. The clearskin handpiece used with the alma harmony system during the treatment was retrieved for inspection as part of the investigation. The device was found to have met manufacturer's specifications.